Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer also reported a crack on the battery compartment of the insulin pump. The customer also reported that the backlight of the insulin pump would fade in and out. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.